Manufacturer narrative:
Migration of implanted components is a known inherent risk of implantable neuromodulation systems. There are no other allegations of system or component failure related to this event and patient has reported no further issues after repositioning of the patient lead.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022 to treat bilateral lumbar pain. Approximately one week after implant the patient reported loss of pain relief to the right side only. Investigation determined that one of the implanted leads had migrated, making troubleshooting and reprogramming unsuccessful. Surgical revision was performed on (B)(6) 2023 to relocate one lead to achieve better pain coverage for the right side. No components were replaced during the procedure.